Manufacturer narrative:
The tech replaced the brake casters on the foot end of the bed to resolve the issue.

Event description:
The technician alleged the brakes set but do not hold at the foot end of the bed. No pt impact.